Manufacturer narrative:
D10 concomitant product: cl-11-mg, cl-11-mg polysorb* 1 vio 5x45cm gs21dt (lot#d5d2327y); cl-11-mg, cl-11-mg polysorb* 1 vio 5x45cm gs21dt (lot#d5j3989y); cl-11-mg, cl-11-mg polysorb* 1 vio 5x45cm gs21dt (lot#d6b2789y); cl-13-mg, cl-13-mg polysorb* 2-0 und 5x45cm gs21dt (lot#d5l2587y); cl-16-mg, cl-16-mg polysorb* 2-0 vio 5x45cm gs22dt (lot#d6a2727y); cl-17-mg, cl-17-mg polysorb* 0 vio 5x45cm gs22dt (lot#d5m2531y); cl-17-mg, cl-17-mg polysorb* 0 vio 5x45cm gs22dt (lot#d5m2882y); gl-63-mg, gl-63-mg polysorb* 3-0 vio 5x45cm v20 dt (lot#d5g4398y); gl-63-mg, gl-63-mg polysorb* 3-0 vio 5x45cm v20 dt (lot#d5g4399y); gl-64-mg, gl-64-mg polysorb* 4-0 vio 5x45cm v20 dt (lot#d5g4298y); gl-64-mg, gl-64-mg polysorb* 4-0 vio 5x45cm v20 dt (lot#d5j3463y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the suture was used during the closure step in a lateral spine procedure. It was reported that wound dehiscence at the skin site occurred three weeks after the procedure. An additional open surgical procedure was performed to close the wound dehiscence.